Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-aug-27 arjo was notified about a complaint involving citadel patient care system. Following the information reported when the bed was lowered with patient in bed a strange sound came from an actuator. Then the actuator dropped fast. Upon bed evaluation conducted by arjo technician it was confirmed that head end radius arm detached from bed's frame. There was no injury nor other medical consequences reported. Upon bed evaluation conducted by arjo technician it was confirmed that the device was bent at the point hi/lo actuator connects to the radius arm. There was no indication the c-clip securing radius arm was missing. The citadel patient care system (serial number: (B)(6)) manufactured on aug 11th, 2015 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found that would affect radius arm stability. Additionally the pre use qc was performed before the bed was released to use at customer site. There was no deficiency found, therefore transport damage is not considered to be the cause of radius arm detachment in this particular case. It is also worth noting that the citadel patient care system bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, upon the device inspection conducted by arjo technician we were unable to determine the exact cause of the malfunction occurrence. However a comprehensive analysis of post market surveillance data confirms that radius arm may detach only when excessive force is being applied on a bed e.g. Radius arms movement restricted by an obstacle, transport damage. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment that can pose a risk for a patient upon beds collapse. The radius arm detached from bed's frame and from that perspective, the citadel patient care system did not meet its manufacturer's specification. - attachment: [cover letter to FDA.pdf]

Event description:
On (B)(6) 2018 arjo was notified about a complaint involving citadel patient care system. Following the information reported when the bed was lowered with patient in bed a strange sound came from actuator. Then the actuator dropped fast. Upon bed evaluation conducted by arjo technician it was confirmed that head end radius arm detached from bed's frame. Although the malfunction occurred the c-clip securing radius arm was still in place. There was no injury nor other medical consequences reported.